Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to properly fit the cartridge into their pump. Additionally, when the customer attempted to clean the cartridge slot on the pump that part of the housing of the pump fell off, exposing pump electronics. The customers blood glucose was 115 mg/dl. The customer reverted to an alternate method of insulin therapy.